Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout, and the issue could not be replicated. The system was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging system. It was reported that post-operatively during a sacroiliac and thoracolumbar procedure the mobile viewing station (mvs) stated no video input. The mvs was restarted twice and then they were able to see images. This issue occurred while discussing a separate case. There was no delay to the procedure. There was no reported impact on patient outcome.